Event description:
The physician implanted two devices in 2008. The patient developed raised red bumps and itchiness in the area of implantation. Approx eight months later, the devices were explanted. Multiple attempts to contact the physician's office have been made to obtain time frames of event and additional info on the issue, however there has been no response provided to coapt systems.

Manufacturer narrative:
The physician removed pieces of tissue in late 2008. The explanted tissue was not returned to coapt, however, images of the removed tissue were provided by the physician's office. Since the explanted material was not returned to coapt, a physical investigation could not be conducted, therefore no root cause could be determined. The batch record for this lot has been reviewed which discovered no unusual manufacturing event. There is a very low occurrence of reaction to this device. If additional info becomes available, it will be submitted in a supplemental report.